Manufacturer narrative:
Correction: the initial 510(k)# reported was incorrect. This information has been updated: PMA / 510(k)#: bk050036.

Event description:
It was reported that 100 bd vacutainer® brand sst ii advance tubes containing silica and gel were "curved" and caused "an instrument to malfunction".

Manufacturer narrative:
Investigation summary: bd had not received samples or photos from the customer facility for evaluation; therefore, the investigation was limited. A review of the manufacturing records was completed for the incident lot and no issues were identified. Investigation conclusion: as no samples or photos were received for evaluation, the customer's indicated failure mode was not observed by bd. Root cause description: as there was no sample or photo available for evaluation, a root cause could not be determined. Rationale: complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. The bd business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that 100 bd vacutainer® brand sst ii advance tubes containing silica and gel were "curved" and caused "an instrument to malfunction".

Manufacturer narrative:
Date of event: unknown. The date received by manufacturer has been used for this field. (B)(6). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that 100 bd vacutainer® brand sst ii advance tubes containing silica and gel were "curved" and caused "an instrument to malfunction".